Manufacturer narrative:
13november2024 final report: philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the software corrupted and unable to do scan and machine was not switching on. Upon troubleshooting, fse went onsite and found that the cmos battery was defective. To resolve the issue, fse replaced cmos battery of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.